Manufacturer narrative:
Testing of actual/suspected device (10/213): the service department inspected iabp unit where the problem occurred, but found no sensor abnormality. Therefore, it is judged whether the cause is the catheter. When the signal was not displayed while connecting to unit, when the hub part of the catheter was touched, something like noise was displayed in the blood pressure waveform. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had a blood pressure waveform that disappeared after the movement and the blood pressure value was displayed as 0. When it was judged that there was a problem with the unit it was replaced with a cs100, and the blood pressure waveform was displayed once again. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d4 (UDI), e1 (site country), e2, e3, g2, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11 corrected fields: d1, d4 (version or model, catalog, serial).